Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the safety activated and when it came through the back of the catheter the wire was hair pinned. It was stated this has happened twice. This report addresses the second device.